Event description:
New pump was acting strange during last infusion so nurse is requesting a replacement - curlin pump, daf, batteries, manual, return box - nurse will drop off both expired pump and malfunctioning pump and is aware of patient responsibility. No additional information or details available.